Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nissen. According to the reporter: the black knob on the bottom of the device fell off the first device and the second device malfunctioned. Opened a third device for the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. There was no additional info available.